Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope exhibited foreign objects in the plastic distal end cover. There were no reports of patient harm/involvement.

Manufacturer narrative:
The device was sent to olympus for inspection. Based on the results of the investigation, additionally it was noted that foreign materials were found in the plastic distal end cover, and it is likely what led to the reportable event. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.